Event description:
New information received indicates that the patient had previously received inappropriate shocks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray. The lead was capped and replaced on (B)(6) 2016. Good patient condition before, during and after procedure.